Manufacturer narrative:
Results: sensor coil cable.

Event description:
It was reported by service report that allegedly foot end is stuck in high position. No patient involvement or adverse consequences are reported.